Event description:
A report was rec'd from (B)(6) with info that an 840 ventilator had a 'ventilator inoperative' error in ventilator diagnostic log. The device was not being used on a patient when event occurred.

Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and cleaned the expiratory system; no parts were replaced. The device passed the short self-test (sst). Covidien reference: (B)(4).